Event description:
An optometrist report was three months following lasik surgery, the patient presented with striae on the corneal flap, in the right eye. The patient reported blurred vision. The flap was relifted and rinsed four weeks later, and the striae resolved. The patient's vision also improved after the treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).